Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for post-surgical neuritis and spinal pain. It was reported that the stimulation and therapy had stopped due to a power on reset (por). The patient checked their ins with the patient programmer (pp) and saw the ¿call your dr¿ por message. They stated it was an info por. The steps to clear the por were reviewed with the patient and they were successfully able to clear it. The patient stated that the therapy was back on. No further complications were reported. Follow up was conducted.